Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: blood tubing leaked detailed inquiry description: tube leaking at patient contact point. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph depicting the sample full of blood and blister lid with lot information; and one used sample in open packaging were returned for evaluation. The sample and photograph were visually evaluated, and it was noted on the physical sample the most proximal backcheck valve was slightly cracked at the male luer. The sample was leak tested and a small leak was noted at the male luer of the proximal backcheck valve. Close attention was paid to the patient connector, and it was noted when securely twisted no leakages were observed. The visual examination confirmed a lot of information on the blister lid, but the nature of the photograph shows a small section of the sample. Retains were evaluated for leakage and no defects were observed. While an exact root cause cannot be determined, a review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.